Manufacturer narrative:
This report is submitted on 27 august 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.